Event description:
It was reported that; during insertion, the cage was broken. The broken cage was used as it is, and only a small fragment was removed.

Manufacturer narrative:
The device was inspected, and the device was confirmed to have fractured. No relevant manufacturing issues were identified as all units met stryker specifications. The most likely root cause of the reported event was determined to be the patient's particularly tight disc space.

Event description:
It was reported that; during insertion, the cage was broken. The broken cage was used as it is, and only a small fragment was removed.